Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging incorrect info - literature. The reporter alleged that the only instructions in with the meter are in french and spanish only; reporter did not receive an owner's booklet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.